Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was cracked. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.there was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/30/2017 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with a cracked display screen. The pump powered on to a blank display. The pump was opened and test display was used; the pump was fully functional with the test display. Unrelated to the original complaint, it was observed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The correct date of evaluation by product analysis is 12/30/2016.